Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition while on the high or low volume settings. The pump was returned to the biomedical engineering department from the pediatric unit with an unsigned note that stated, "light would flash but not sound alarm." No specific pt info, pump programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low or high volume settings. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use; no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).